Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had a post-reset ram crc alarm. The customer's blood glucose level was 388 mg/dl. The customer mentioned that the insulin pump was completely blank and when they inserted the new battery it gave an insulin pump error. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer mentioned that the alarm occurred immediately after battery change. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.